Event description:
Boston scientific received information that this right ventricular (rv) lead fractured. Impedance measurements have increased over the last year and threshold measurements are also at higher values with lower r-wave measurements. The patient is not pacemaker dependent so no adverse patient effects were experienced. The device was reprogrammed to high outputs and av delay to reduce pacing as much as possible per the physician's request.

Manufacturer narrative:
The patient is scheduled for another follow appointment in two months. Should additional information become available, this report will be updated.

Manufacturer narrative:
Three months later, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.